Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs and videos of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the dialysate port. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from an unspecified location of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.